Event description:
It was observed that during the device evaluation, the subject device exhibited crooked, crushed scope body and component failure of the scope body, also, the light guide bundle was completely fractured. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: these failures were due to an optical component problem and a component failure of the light guide bundle. The most likely cause is that the light guide bundle was damaged by the excessive force, the cause of the failures of the insertion tube could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.